Event description:
Prior to a laparoscopic gastric bypass procedure, received an instrument error. Another like device was used and it did not cut. They pulled the device of the patient, and the blade broke in half in the scrub tech's hand. The procedure was completed by a third like device. There was no patient consequence.